Manufacturer narrative:
The device was returned to our us facility and will later be forwarded to the manufacturing site for investigation. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited. This event is filed under internal complaint ID: (B)(4).

Event description:
According to the event description "sparked in the middle of a case". No negative impact in state of health reported.